Manufacturer narrative:
Section b5: onset of driveline infection extracted from this report and reported under MFR #2916596-2021-03960. Manufacturer's investigation conclusion: a direct cause for the reported infection could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed low flow alarms and the account attributed the alarms to hypotension. A direct relationship between the device and the reported hypotension and syncope could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2021 from 9:21:30 to 11:56:40. The pump operated as intended at the set speed for the duration of the log file. The log file recorded 6 low flow alarms throughout the log file when the patient¿s flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The log files appeared to capture the pump operating as intended. The account reported that the patient experienced multiple low flow alarms and a syncopal episode. The low flow alarms were reportedly due to hypotension. The patient was given fluids and their medications were adjusted. The patient reportedly also had a driveline infection and was symptomatic with fatigue and purulent drainage. The patient was put on suppressive antibiotic therapy. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook provide care instructions in reference to preventing infection. The IFU also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. Review of the device history records including sterilization and packaging documentation, showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 14nov2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection (driveline, localized, and pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. Section 6 also provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low flow alarms and a syncopal event. A log file review was requested. The event log captured persistent pi events on (B)(6) 2021 from 9:21-11:22am. Pi events occur when there are sudden and substantial changes in the pulsatility index, these events are considered routine. In addition, the log also confirmed low flow alarms with high pi on (B)(6) 2021 from 11:28am until the log retrieval. The flow is fluctuating below 2.5 lpm threshold. These occur at times when pi is elevated. The vad is functioning as intended. The low flows resolved after the patient's medication was adjusted and was given fluids as he was hypotensive. The patient had symptoms of fatigue. The patient was also given antibiotics for a driveline infection.